Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit needs replacement of batteries. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: event site state: (B)(6), event site postal code: (B)(6). Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that in order to fix the issue, the solenoid driver board was replaced, and that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service. H3 other text : repair not performed by getinge.

Event description:
N/a.